Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module was replaced to resolve the issue. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of poor aspiration was attributed to the fluidics module non-conformity. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor aspiration. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the reported event took place during a surgical procedure. The case was completed with no harm to the patient.